Event description:
Patient reported of the right-side device: "rupture, implant exchange from textured to smooth due to the concerns of the product, weak immune system, and "haven't been feeling good". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.